Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2019 at 4:30 pm due to a high blood glucose level of 450 mg/dl and diabetic ketoacidosis. The customer experienced symptoms related to their high blood glucose such as nausea and vomiting. The customer also reported that he received multiple motor errors. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin drip and manual injection. The insulin pump will be returned for analysis.